Event description:
This complaint was part of a market preference evaluation which records the complaint aspects of 2010 mpe results. The patient suffered a minor spinal distal diaphyseal extension, due to a fall from a ladder on (B)(6), 2010 and had surgery on (B)(6), 2010. The surgeon states that the fracture was originally placed in a knee spanning ex fix.the ex-fix aided in reduction during the case a k-wire was also used. The proximal screws angled up into the joint. This report is for one unknown screw.(B)(4).

Manufacturer narrative:
This device was used for treatment, not diagnosis.additional narrative:(B)(4): investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.